Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during second inflation at 16 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported.